Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon impacting the final femoral component, the impactor plastic broke in the corner. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h11. Visual examination of the returned impactor pad identified signs of use with visible gouges, scratches, and impact marks. The device was confirmed to be fractured however not all the fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.